Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse stated that the unit turned on upon powering up in as is condition in both ac and dc power supply. The fse inspected the power cable and it was in good condition, he also inspected inside the unit for any sign of saline leaks, but none was found. Both motor control board and battery compartment were also inspected and there were no issues found. The fse then reviewed the logs and current fault, there were no faults found relating to unit not powering on. The fse reviewed the battery statistics and it appeared that the unit had not been charged since december. Based on this finding, the fse then reset battery statistics and verified that data is recording properly. The fse stated that, the problem may have been that the power cord was not fully inserted all the way and the battery being fully discharged at the time the problem was encountered. Finally the fse, performed all functional and safety test as per manufacturing specifications. The iabp passed all tests performed and was cleared for clinical use. The full name of the event site as been abbreviated due to field character limit: the full name should read (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not powering up. It is unknown under which circumstances this event occurred; however, there was no patient involvement or adverse event reported.